Event description:
It was reported that during a vats- lobectomy procedure, the gap between the anvil and cartridge on device seemed greater than normal after the first firing. The sales rep. Stated that the initial firing of device was on thick tissue during a wedge resection. All four strokes were difficult to complete and the device had to be manipulated before the jaws would open. During visual inspection, the staple line looked complete. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Articulation link the analysis results showed that one sc60a device was returned in good visual condition and with a void of staples cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device closed without any difficulties noted. Event indicated that the device was fired over thick tissue; this could cause the force to fire to increase. In addition, the device was disassembled and the articulation link was found broken. An investigation has been initiated to evaluate the articulation link. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.